Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that concerning a pulsed field ablation (pfa) procedure, the patient had a 1/2(one-half) block at the time of entering the operating room prior to ablation being performed, and the rate was about 30 beats per minute (bpm) after pfa treatment, and they had bradycardia when leaving the room, so a temporary non-medtronic pacemaker device was inserted. Coronary angiography (cag) was performed. Four hours after the insertion of the non-medtronic pacemaker a tamponade occurred due to displacement of the lead slack due to the beat when the temporary pacemaker was inserted, and pericardiocentesis was performed to treat this. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.